Manufacturer narrative:
H.6. Investigation: customer returned a total of 27 unopened pen needles with tear drop labels identifying them as 4mm, 32 gauge nano pro pen needles from lot 0077817. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. It was noted during investigation that the pen needles functioned as intended and would not leak without pressure being placed on an attached test pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: it was reported by the consumer the needles are blunt and harder to stick into the skin. The consumer has to push harder to insert. Also, the insulin starts seeping from the tip after dialing up the required amount and skin discoloration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: it was reported by the consumer the needles are blunt and harder to stick into the skin. The consumer has to push harder to insert. Also, the insulin starts seeping from the tip after dialing up the required amount and skin discoloration.